Manufacturer narrative:
Corrected h1, h6: health effect - impact code, and medical problem codes. B1 - adverse event/product problem and b2. Three (3) used devices were received for evaluation. A visual inspection was performed, no damages or anomalies were observed, and the reported issue was duplicated. A syringe with 5 ml of sterile water was attached to each pilot balloon per packaging instructions. Two samples inflated normally. In one sample, part of the cuff did not inflate. A device history record (DHR) review confirmed all inspections were completed with no issues noted during manufacturing.

Event description:
It was reported that the tts cuff was not filled with water and there was a one-side filling of the cuff in the filling phase. Manipulation (running IFU) on the filled opposite side showed no improvement in the situation. The cuff remained unfilled on one side. The event took place at the patient¿s home. The device was handled by the patient's family. The cannulas were inspected by a healthcare professional at the patient¿s home. They had to switch the tts cannula with one from another manufacturer. The patient's family used this lot at home and bleeding of the tracheal mucosa and emergency situations occurred due to blood clots blocking the cannula lumen. Other relevant medical therapies for the patient were bronchoscopy, changing of the tracheal cannula, systemic antibiotics, inhalation therapy.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.